Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mitral valve repair, at sternotomy closure, the needle loosened from the thread. The surgical time extended 30 minutes or more due to the reported condition. There was no patient injury.